Event description:
The clinic set-up the centrysystem 3 to deliver bicarbonate/acid therapy, but inadvertently began the treatment with the machine in the acetate mode. The pt began to vomit and was diagnosed with metabolic acidosis.